Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate and bone loss. Tissue regeneration was required to reposition an implant.